Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell and the touch screen became cracked. Customer is unable to navigate through the menus due to the touch screen becoming black. Customer's blood glucose was 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.